Manufacturer narrative:
One healicoil pk 4.5mm device used for treatment, was returned for evaluation. There was a relationship between the reported event and the device. The complaint stated: ¿the anchor broke when it was inserted¿. The insertion shaft showed no damage. Suture was attached to the device and anchor. It had been disturbed. The anchor was attached to the inserter tip. There was damage along one side of the anchor threads. Damage on only one side is consistent with torque or leverage off axis or an encounter with another device. Broken fragments were not with the return. Per instructions for use: ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the drill bit size and depth are correct. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Recommended prep instrument for normal bone condition is a 3.8mm tapered awl. Complaint history review found no other reports for this lot number. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the anchor broke when it was inserted. All the pieces were removed. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One (B)(4) healicoil pk 4.5mm device was reported on. Due to product unavailability, the complaint could not be visually evaluated. Evaluation results were based upon information relayed. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1. Damaged or use of other than recommended prep instrument size or types. 2. Pressure or excess torque applied. 3. Inadequate bone quality resulting in anchor pullout or loss of fixation. 4. Unexpected bone condition/density. 5. Use of sharp instruments to manage or control the suture. Product met specifications upon release to distribution.